Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, surgeon was able to press the green button but could not squeeze the handle for both devices. No patient involvement.